Event description:
This was a spontaneous self report from a (B)(6) male pt from the united states: (B)(6). The pt's height was (B)(6). The pt's medical history and concurrent conditions included contact lens wearer and lactose intolerant. The pt's medical history included similar reaction to visine-a eye allergy relief. The pt was treated with visine for contacts (ophthalmic) three to four drops initiated on (B)(6) 2012 for "bothered" eyes while wearing contacts. Concomitant medications were not reported. After application, the pt's left eye was blurry and pupil was very dilated. The pt removed his contact lenses and consulted a healthcare professional who referred him to an optometrist. The pt had a scheduled appointment on (B)(6) 2012. Action taken with visine for contacts was unspecified. The pt had not recovered from the events. This report was serious (medically significant) and reportable (serious injury). This case is linked to drug/device case (B)(4).